Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal handle and sigma femoral impactor were broken during trialing. No patient harm and no surgical delay. Another set was used to complete the case.

Event description:
The instrument broke into two pieces.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device did not confirm the reported breakage, but did find deformation. The noted damage is consistent with device wear from normal use and servicing and the investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.